Manufacturer narrative:
Are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the patient has 4 pairs on the right that are showing impedances > 2k, including one unipolar pair. It was confirmed the patient is not programmed on the unipolar pair that is showing high. Follow up information received from the hcp on (B)(6) reported that they have only seen the patient once on date notified, and they were abnormal on that day. It was stated that the patient was already programmed on a different contact, with therapy impedances normal and no troubleshooting needed. To help resolve the issue the hcp called the manufacturer, who noted that abnormal impedances don't typically resolve on their own and surgery would be needed, with the patient concerned with symptoms. The cause of the high impedances was not determined or resolved. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.